Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was an unspecified malfunction with the pump. The reporter was unable to confirm the type of animas pump the patient was using at the time of the call. The reporter was unable to troubleshoot the issue. This complaint is being reported based on the allegation that there was a malfunction with an animas pump. There was no serious injury associated with this complaint.